Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack in the button on the insulin pump. Customer stated that the plastic surface around the buttons was being ripped off. Customer was unsure of the leading event. Customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, case and keypad overlay. The pump also had overlay texture damage.